Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. Analysis from the battery test 1 was not providing voltage confirmed by the missing "fu" character, also revealed, cell 4 of battery 1 was completely depleted. The cause of the battery failure alarms was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that there was a problem with the battery on the automated impella controller (aic), noticed during habitual check of all the controllers. No patient involvement.